Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tha was revised due to multiple dislocations. Revision tha performed. Cup explanted. New cup implanted with optimized version and inclination. Dual mobility utilized update 18/august/2021 wg: spoke to rep. No further information will be released by the hospital or surgeon.